Event description:
Complainant alleged that during a routine shift check by a clinician, the defibrillator automatically begins charging when "defibrillation mode" is selected. There was no pt involvement during the reported malfunction.